Event description:
During the pvc procedure, it was reported that there was a connection issue between dws & workmate claris amplifier resulting in the procedure being cancelled. The amplifier displayed the message, "amplifier not connected¿. Every connection was checked. The procedure was cancelled. There were no patient consequences. The procedure has been rescheduled for the patient.